Event description:
Healthcare professional additionally reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, fold creases, underweight, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: striated broken on the radius. Based on the device analysis the final assessment is: striated broken on the radius, assessed as surgical damage consistent in the use of some surgical tool and missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Reoperation has not been scheduled at this time.

Event description:
Patient reported left side capsular contracture, baker grade iii. Device remains implanted.